Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure while attempting to place the right ventricular (rv) lead, the lead helix kept extending and retracting in and out of the lead body without the use of the rotation tool. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. If information is provided in the future, a supplemental report will be issued.